Event description:
The distributor returned the sterilizing container and tray indicating that it is not possible to fix the holding device to the bottom filter insert. This event is not associated with a surgical procedure.

Manufacturer narrative:
Evaluation results as received from howmedica leibinger gmbh suggest that this event would not be associated with the device but rather would be related to user technique.